Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a system presented with fluid / air exchange issue during surgery. The patient experienced eye collapse. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The company representative advised the customer ¿to keep the iop control on and turn off the iop control limit¿¿ to help mitigate any discrepancy between infusion flow and aspiration rates. The company representative also advised the customer to contact us if any further issues are experienced. As no further service items were recorded, the issue was able to be resolved over the phone. No problem was found with the system. Therefore, the root cause of the reported events cannot be determined conclusively. (B)(4).